Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2019 with the following findings: a visual inspection of the pump revealed a cracked battery compartment. The returned battery cap was found to be stripped and unable to secure to the pump to maintain an electrical connection for testing. A test battery cap was used and able to secure enough and power up the pump. A 12-hour duration test was completed with the test battery cap with no power loss or rebooting duplicated. Further investigation found the cartridge compartment to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.